Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator (ins). The caller stated that the met with their manufacturer representative (rep) to have their settings adjusted but caller mentioned that the adjusted settings is not saving on their controller. Caller provided the stimulation each group. (Group a 5.0, group b 8.0 and group c 0) agent redirected the caller to their rep for further assistance.